Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The tether was cut at the tether pin at proximal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The device was able to be deployed but with resistance due to the torn lumen and the frayed tether, the device was able to be pulled by the tether to the recapture cone but with resistance due to the torn lumen and frayed tether, the device was able to be fully recaptured in the device cup. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1 / expiration date: 14-feb-2023 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 17-aug-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg exhibited bad thresholds. Recapture of the leadless ipg was attempted but it was difficult. When the introducer sheath was pulled it was pulled too much and it came out from the insertion site. Redeployment of the leadless ipg was attempted without the sheath. The leadless ipg exhibited favourable thresholds on its third deployment so the tether was cut. However, when the tether was pulled it caused loss of pacing. The tether was pulled slowly but there was difficulty removing the leadless ipg. The tether could not be removed so the leadless ipg was recaptured. The leadless ipg, delivery system and introducer were removed. The leadless ipg and delivery system were replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pacing threshold value was not obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of d10: product I medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.